Manufacturer narrative:
Concomitant products: 694965 lead, implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was observed with undersensing of atrial tachycardia (at); atrial fibrillation (af) episodes. The lead remains in use no patient complications have been reported as a result of this event.